Event description:
Reporter indicated that vns pt developed a fever approx two weeks post-implant and was subsequently hospitalized due to infection. The infection was present at the pulse generator/pocket area and was treated with antibiotics and I&d. The pt had reportedly irritated/scratched at the incision site. The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.